Event description:
It was reported that the customer had an issue with the pump shutting down and resetting. Customer stated that she was changing out her infusion set and the pump would shut down and reset itself during prime/rewind. Customers' blood glucose level was 75 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that the insulin continues to drip after the motor stops during the manual prime process. Customer stated that they are stuck in the rewind complete/bolus delivery loop. While troubleshooting and inspecting the pump, the customer stated that the drive support cap was sticking out. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with protruded loose drive support disk, cracked case at display window corner, reservoir tube lip, broken belt clip slot, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.